Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, cleft, and dynamic posterior annulus. A mitraclip xtw and a mitraclip xt were implanted. However, during the procedure, a small area (6mm long) of tissue damage (thin mobile tissue) was noted on the posterior wall above the annulus. In the physician¿s opinion, the damage may have also been a thrombus connected to the posterior wall. The patient was anticoagulated to treat the potential thrombus. The noted damage was likely due to xtw clip grasping pre deployment where the very dynamic posterior annulus may have been rubbing on the clip during positioning. The xtw was noted to be attached to both leaflets. The procedure was completed with two clips implanted, reducing the mr to a grade of 3. There was no negative outcome related to the event and the physician expected the area to heal on its own. The patient was placed on anticoagulation therapy for one week post procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus and tissue injury was unable to be determined. The reported patient effects of tissue injury and thrombosis/thrombus, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.